Event description:
The customer returned the pump for unrelated service. During in-house testing it was discovered that the pump failed to alert occlusion. However it did alert occlusion when tested with a dead end capped syringe.